Event description:
This event was also reported under manufacturer report #3004209178-2013-09055 [it was reported that the patient had missed the scheduled date of refill and on (B)(6) 2013 when the device was interrogated the reservoir volume was 0 ml and the empty reservoir alarm was occurring. It was added that approximately 3 days had elapsed after the reservoir level had reached 0 ml. No changes in the spasticity were observed. As there had been no drug outflow for a few days, contrast radiography was performed to check for a possibility of occlusion due to tissue adhesion, etc. At the tip side hole. Contrast radiography was performed to check for any problem in catheter patency. Healthcare provider was unable to draw any drug from the catheter access port (cap). The contrast agent also could not be injected. They suspected catheter occlusion, and a replacement was considered. A rotor testing was performed prior to pump replacement on (B)(6) 2013 that showed no abnormalities. It was stated that considering that approximately 3 days, i.e. More than 48 hours, elapsed after the drug in the reservoir run out, and that the current event is the second occurrence of running idle, a possibility of damaged inner tubing could not be denied, hence a pump replacement was also decided. During the replacement surgery on (B)(6) 2013 it was stated that no drug could be drawn from the cap and no apparent kinking was also observed. Connection to the pump was disconnected, and attempts were made to draw the drug from the junction, but failed. Attempts were made to inject contrast agent. Initially the catheter was too hard to allow the agent to be injected, and gradually the contrast agent started to flow. Outflow of the contrast agent from the tip was confirmed. The connection in the back was disconnected; however, outflow of the drug (csf) could not be confirmed. Little fluid could be aspirated with a syringe. Injection of contrast agent was possible when an attempt was made again from the spinal cord catheter. In addition to outflow of contrast from the tip, a shadow that looked like contrast leakage was observed near the insertion site. The pump and catheter were all removed. Reconstruction was done using a new pump and catheter. It was stated that the physician adjudges that the event is related only to the procedure because of a forgotten refill. The contrast leakage near the insertion site was assumed to be caused by damage to the catheter, which occurred either by detachment of adhered tissue at the dorsal connection or when disconnecting the junction. Drug delivered via the device was gabalon. Per the attending physician¿s comments the alarm was not noticed regardless of the fact that the patient was in the hospital. They considered the device blocked as a result of the catheter being empty for a long period of time.] Any additional information received will be reported under this manufacturer report number (#3004209178-2013-07889). The catheter serial number referenced in both manufacturer report numbers have identical event details however per documentation received, the serial number for the catheter was off by one character. In manufacturer report #3004209178-2013-09055, it was indicated than the indura catheter had a serial number of (B)(4) while in manufacturer report number# 3004209178-2013-07889 it was indicated the indura catheter had serial number (B)(4). Additional information has been requested to verify/clarify what lot number was correct, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Device analysis of the pump revealed no anomaly. Normal device function. Analysis of the catheter revealed no significant anomaly, a catheter body/slice cut was seen. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), product type catheter.

Manufacturer narrative:
Product ID: 8711, serial# unknown, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the scheduled date for refill had passed and that an empty reservoir occurred. Contrast study was reportedly to be performed to confirm the patency of the catheter. It was reported no drug was drawn from the catheter access port (cap) and the contrast material wasn¿t injected. A catheter occlusion was suspected and the replacement of the catheter was considered. The following day, before replacement a rotor study was performed. The patient¿s abdomen was opened and it was noted no drug was drawn from the cap. The dorsal side was opened and no kinks were confirmed. The catheter was then disconnected from the pump however no drug was drawn from the contact. Drug was attempted to be injected and it was noted ¿generally able to be injected¿. Drug outflow from the tip was then confirmed. It was reported dorsal contact was disconnected but no drug outflow was confirmed and ¿little drug¿ was drawn by syringe. Contrast material reportedly could be injected from the spinal catheter. It was reported other than catheter outflow, ¿shadow like¿ leak of contrast material was confirmed. The entire pump and catheter were explanted and replaced.

Event description:
Additional information received confirmed the lot number for the catheter involved in this event was n286631002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.